Event description:
The ventilator alarmed "circuit disconnect" with the ventilator indicating 100% leak with no pressures or volume values on the monitor. No leak or disconnect was found. The patient desaturated where the value disappeared from the monitor. The patient was hand bagged and returned to normal. The patient was then reconnected to the ventilator since no circuit leak was found. When reconnected, the ventilator alarmed "circuit disconnect" again. The patient was disconnected again and hand bagged, so the ventilator circuit could be inspected. During inspection, nothing was found, and the ventilator was taken off standby, where it seemed to cycle normally with no alarms indicating. The ventilator was changed out.